Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 583 mg/dl; cause unknown. Customer administered a correction bolus via the pump as well as performed a supply change to address the bg.